Event description:
The customer reported the end was found broken off the inner sheath, long during preparation for use. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the customer¿s reported problem was confirmed, the entire external portion of the ceramic insulation at the distal tip of the sheath was found broken off. The remaining portion of the ceramic insulation is adhered to the inside of the sheath. The inspection also noted the seals are worn. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. Additional 510(k): k931995.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). Based on the results of the investigation, the root cause could not be determined. It was indicated that the damage to the insulation insert at the distal tip was induced thermally and/or mechanically. It is likely the reported event occurred due wear and/or improper handling by the customer (more specifically mechanical overload such as accidental dropping, ect.). As it cannot be determined if there was any pre-existing damage to the insulation insert, the cause of the damage cannot be specified. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. The instructions for use (IFU) provides the following warning regarding the event: "4 before use: warning: infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿. Olympus will continue to monitor field performance for this device.